Event description:
The defibrillator charged to 100 joules, but reportedly when discharged, delivered less than selected energy to the pt. This allegation was on a lack of expected pt muscular reaction and pt cardioversion in response to the defibrillator discharge.